Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing inadequate stimulation due to sub-optimal lead placement. The patient underwent a revision procedure where the lead was explanted and replaced and is doing well post-operatively. The lead was retained by the medical facility and will not be returned for analysis.